Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Requested but not yet returned.

Event description:
During an unknown procedure, the surgeon was unable to seat the baseplate once the glenoid was reamed. The procedure was completed with another device. There was no delay in procedure.